Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be peeling and torn. The keypad buttons were found to be intermittently responding. The keypad was removed and the 'up' button contact was misaligned.

Event description:
The patient reported that the keypad is peeling and it takes several button presses to respond. The patient confirms he does not expose the pump to moisture.